Event description:
Medics responded to a cardiac call, the condition of the patient was not reported. Reportedly, medics attempted to pace the patient, pacing would intermittently stop during use. The patient outcome was not reported.